Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead at 0.3mv (millivolts) with no undersensing observed. The sensitivity is currently programmed at fixed 0.25mv. The presenting electrogram (egm) showed crosstalk observed and the right atrial automatic threshold (raat) test failed to measure the threshold due to low evoked response (ER). There was no loss of capture (loc) observed. This alert will not retrigger until the device is interrogated with a programmer. The device and the non-boston scientific lead remain in service. No adverse patient effects were reported.